Event description:
It was reported that a pt's gingival tissue became sore, inflamed, and swollen after a crown placement procedure during which genie impression material was used; the same reaction occurred during a previous crown placement procedure. The pt consulted an allergist, though results of testing are not available after multiple unsuccessful follow-up attempts.

Manufacturer narrative:
Other than an allergic reaction to the impression material, the exhibited symptoms could be the result of the following: traumatic preparation - crown preparation can be traumatic even under ideal circumstances. In less than ideal circumstances (very little tooth structure left, poor oral hygiene/health, poor operator control) soreness and swelling could be expected. Traumatic retraction - retraction cord placement can be traumatic and often results in soreness and minor swelling. In healthy individuals, this is very minor. The possibility exists that the pt could be allergic to the retraction material, hematostatic agent or even the latex gloves handling the cord. Allergy to temporary crown and bridge materials - methacrylate allergies are rare, but could explain the observations. Poor fitting temporary restorations - a poorly constructed/fitted temporary will cause tissue swelling and trauma - and is quite common. Still, while it is unk if the impression material used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material.